Event description:
Customer alleged the throttle majority of times flashes 6, but when it does work regardless of what speed setting, it just takes off fast. No injury alleged.

Manufacturer narrative:
(B)(4) - the consumer is a male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the l-3xb scooter is having throttle issues. The majority of the time it flashes 6 times. When the scooter does work, not matter what the speed setting is, the scooter just takes off fast. The consumer was going out the front door when he was thrown into a pillar on the front porch. No injury or medical intervention.